Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 laser fiber was used during a ureteroscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the laser fiber broke upon laser activation. The procedure was completed with another flexiva 200 laser fiber. There was no serious injury nor were no adverse patient effects as a result of this event. There were no patient complications.